Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer may continue using the pump and was advised to call back if the issue reoccurs.